Manufacturer narrative:
No samples were received for evaluation. No customer pictures were received. No further information or clarification was received from the customer. Unfortunately, without basic information, a thorough investigation is not possible. While the customer provided a possible material and batch (450096/19j26u), the actual material and batch information for the devices in-use during the needlestick incidents was not provided. We forwarded the complaint to our supplier. A review of production records for 450096/19j26u showed no historical documentation indicating the deviations. Retain samples were visually checked; no deviations on the safety mechanisms could be observed. Retain samples were then functionally evaluated by activating the safety mechanism by hand. The safety mechanisms worked properly and locked with an audible click. Further, after engaging the safety, a check was performed to ensure the locking mechanism of the safety did not release. Finally, a check of pull force, move force, and return force (after locking) was performed. All results were within compliance with the required specifications. The cause of the event cannot be determined.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer and additional information on the event is requested. Samples only recently received are forwarded to the supplier where we purchase the product from. As soon as the investigation of the event is completed, a supplemental report will be filed.

Event description:
Customer states butterfly safety did not activate. 2 butterfly needlestick injuries occurred 2 days apart in the (B)(6) ICU. Both nurses are fairly confident that the safety was activated and that they heard the click. They both ended up with a needlestick. They tried to find the lot number, potentially 19j26u. They also tried to reenact this but could not. Requested the following for each needle stick and waiting on customer's response. Was the event was life threatening? Did the event result in permanent impairment of a body function? Did the event result in permanent damage to a body structure? Did the event necessitate medical or surgical intervention to preclude permanent impairment or damage? Confirm that lot number involved is not available but potentially 19j26u. Confirm this was a dirty needle stick. Brief description of the incident.